Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A coronary orbital atherectomy device (oad) was selected for treatment of a lesion located on the proximal side of the right coronary artery. After the oad was operated on low speed for several treatment passes angiography was performed and revealed the oad driveshaft was fractured. The fragment was retrieved with the use of a snare. Balloon angioplasty and stent placement were performed to complete the procedure. The patient was in good condition. The target lesion was non-tortuous, 90% stenosed, with 360 degrees of calcification and a vessel diameter of 3.0mm.